Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer through a manufacturing representative regarding a patient receiving intrathecal baclofen 500 mcg/ml at 76.04 mcg/day. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. They felt the sutures that hold the pump in place may have broken as the pump "pump was leaning, not flat." The patient was in for a refill on (B)(6) 2016, and the health care provider (hcp) had a "little bit of trouble" accessing the pump. It was noted that the patient was in a wheelchair or bed most of the time and felt their body positioning may have had something to do with it. There were no symptoms reported. The event date was noted as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.